Manufacturer narrative:
The device evaluation found the a-rubber perforated and the bending tube is broken with metal protruding, but no fallen pieces were observed. Multiple black spots were also observed on the image guide. The investigation is ongoing; therefore, a definitive root cause could not be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus that during reprocessing of the uretero-reno fiberscope, a heavy leak was observed during the leakage test. The device was returned to the olympus service center for evaluation and the customer¿s report was confirmed during inspection. Additionally, the bending tube was found to be damaged with protruding metal. This report is being submitted for the reportable malfunction of damaged bending tube with protruding metal. There was no harm or user injury reported, as this was identified during service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested event was presumed to be caused by the manner of manipulation by the user which resulted in application of excessive force to the bending section, and then, the bending tube was broken. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "precautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Users can decrease/prevent the suggested event by handling the device in accordance with the following IFU: "do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 16-dec-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.